Manufacturer narrative:
Other applicable components are: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for occipital neuralgia and spinal pain. It was reported the patient started having pain and discomfort where the leads were implanted right after they were in a car accident about a month prior to the report. It was noted the patient was implanted with an occipital system. When the ins was interrogated, they found the ins to be off. Impedances were tested and were within normal limits. The rep was unaware of any interventions or actions planned to address the pain and discomfort, so the reported issue was still not resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). They reported the patient saw a doctor on (B)(6) 2017 to evaluate what may be causing the discomfort. It was unknown if the patient¿s pain and discomfort had resolved yet. They did report that the patient¿s ins was working fine (per the patient) and an impedance test was done and all contacts were within normal range. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient. It was reported that the patient had pain at the lead site. Additional information from the rep reported that the rep saw the patient at the clinic on (B)(6) because the patient experienced discomfort in her head and had an occipital lead. The patient could not specify when it started but said it was roughly several months/(B)(6) 2017. The rep noted that the patient had the system since 2012, almost 5 years, and the discomfort started in the last few months. The healthcare professional (hcp) did not feel that the discomfort had anything to do with the stimulator and the impedances were fine; the patient was referred to a pain clinic for injections in the occipital area. It was unknown if the issue was resolved at the time of the report. No further complications were reported/anticipated.